Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless pacemaker exhibited a power on reset and a bit-flip had occurred post radiation treatment. The device was interrogated and the reset was cleared. No patient complications have been reported as a result of this event.